Event description:
It was reported that on (B)(6) 2006, the pt bent over and felt "a pull and a pop" and, then, experienced an increase in pain. It suggested that the pt probably dislodged the catheter. A catheter access port (cap) contrast study was performed and it was noted that the catheter was out of the spinal canal. A surgical revision was done and the catheter was spliced. The pt resolved without sequelae, as noted on (B)(6) 2006. It was further reported that the pt's catheter was confirmed (by fluoroscopy) to be out of position and the pt experienced poor pain coverage. The pt was hospitalized. An x-ray showed no fractures of the lumbar spine. A myelogram showed minimal disc protrusion without narrowing at l4-l5. The catheter was surgically repositioned to t11-t12 on (B)(6) 2006. The pt resolved without sequelae, as noted on (B)(6) 2006. It was further reported that the pt did not equate the infusion of intrathecal medication with pain relief. The pt decided to have system removed and the system was explanted.

Manufacturer narrative:
(B)(4).